Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). Performance data was collected from the device and analyzed. The save to disk primary finding noted longevity and battery data for battery depletion eol/eos/rrt. Elective replacement indicator date (B)(4) 2012. Concomitant product: 5076-45 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) sooner than expected for its programmed settings and usage. The device was explanted and was replaced. No patient complications have been reported as a result of this event.